Manufacturer narrative:
This report is submitted on december 7, 2020.

Event description:
Per the surgeon, the patient experienced a head trauma resulting in the loss of the implant. It is unknown if there are plans to re-implant the patient with another device.